Event description:
On (B)(6) 2015 customer stated that back in end of (B)(6) 2014 had some side pain and went into ER (not related to diabetes), was treated for bladder and released same day. Next morning on the (B)(6) customer couldn't wake up. Customer's husband called ambulance and customer was taking in to (B)(6), ne with hbgs between 800 and 900 mg/dl. Customer was in hospital for 2 weeks and couldn't wake up, 2 more times while in there. Customer was wearing pump but there was no "no delivery alert". Later was determined cannula was bent. Customer also mentioned bent cannula on the (B)(6) her bg was at 320 mg/dl that day.

Manufacturer narrative:
The claimed failure can not be confirmed. The complaint has been reviewed based on the customer complaint description and evaluates that no further investigation can be performed before either used samples are received for testing or that the lot number is provided to investigate a potential origin of the product failure in the devices mfg traceability documents. Unomedical a/s hereby consider this case to be closed.